Event description:
Agfa submitted MDR report #: 1225058-2010-00001 to the FDA on 06/07/2010 for a site in the us. A (B)(6) occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). This is an internal discovery determined during the implantation of the associated problem correction plan, rmat verification, as reported in FDA z-2112-10. Within this (B)(6) occurrence are 15 different study dates, in which an individual MDR report will be submitted for each associated study date and medical record number (mrn).

Manufacturer narrative:
An agfa clinical analyst performed a retro-analysis and reported the findings to agfa svc and agfa product quality manager. Agfa's investigation into this occurrence of rmat customizations has revealed that this specific change had the potential to introduce clinical inaccuracies in pt reports. Specifically: finding sentence for finding ID=(B)(6) the selection to create the finding sentence in impax cv reporting reads "appendage visualised." The finding sentence that is created reads "the left atrial appendage is free of clots in multiple views and normal contractions." Because the selection presented to the user does not indicate "free of clots" it is possible the clinical user can create a finding sentence that is inaccurate. (B)(4). Study date: 04/16/2014. No pt harm has been reported due to this event. A reportable correction is underway for this issue and has been reported to the FDA. FDA ref #: z-2112-10. Agfa will follow the rmat post market verification work instructions to correct the sentence finding. Any further investigation for the site described in this report will be documented in the ongoing cfr part 806 reporting.